Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, after clip deployment, the device was difficult to remove from the pt's artery. The physician tried unsuccessfully to remove the device by releasing the locking mechanism on the thumb advancer via the access ports. The device was ultimately removed using counter-traction and assertive pull. Hemostasis was achieved with the clip. There were no reported adverse pt effects. Though requested, no additional info was available.

Manufacturer narrative:
(B)(4). Eval summary: eval of the returned device found the locator wings were initially bent during thumb advancer deployment, preventing the wings from fully collapsing into the delivery tubeset when the clip was fired. The bent locator wings directly resulted in difficult device removal. Because the device was forcibly removed via counter traction and assertive pull, all the wings were broken but remained secure within the locator. During testing, the device was cleaned, re-assembled, and re-deployed. The access ports were successfully used to retract the thumb advancer and tubeset. Based on the investigation findings, the probable root cause for the damaged locator wings (bent and broken) is tissue compaction that exerted a distal force on the wings while in the tissue tract. Tissue trapped between the distal end of the tubeset and the locator wings can bend the wings and eventually break them during forceful removal. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.